Event description:
It was reported that nim vital does not detect stimulation. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID nim4cpb1, serial number: unknown h6 : imdrf annex codes b17, c20 are applicable to this product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis mentioned the customer compliant could not been confirmed. The console detects test pi when docked, wireless and cable connections. The console also received data from test electrodes. The software present is v1.7.5. H6: previously added imdrf annex codes b17, c20, d16 are no longer valid continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID nim4cpb1, serial number: unknown h6 : previously added imdrf annex codes d16 is no longer valid to this product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.